Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral submental area on (B)(6) 2020 using a coolmini applicator. About a week following the treatment, the patient experienced tissue described as asymmetrical submental adiposity with more on left side of neck than right side. The patient was diagnosed with asymmetrical paradoxical hyperplasia (pah/ph) in the bilateral submental area and left marginal mandibular nerve neuropathy on (B)(6) 2020.

Manufacturer narrative:
Continuation of section e: initial reporter zip code was reported as (B)(6). This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph / pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the bilateral submental area on (B)(6) 2020 using a coolmini applicator. About a week following the treatment, the patient experienced tissue described as asymmetrical submental adiposity with more on left side of neck than right side. The patient was diagnosed with asymmetrical paradoxical hyperplasia (pah / ph) in the bilateral submental area and left marginal mandibular nerve neuropathy on (B)(6) 2020.